Event description:
A malfunction was reported on the pump, displaying a malfunction code labeled as malf 0. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue reappears.